Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 401 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. They also stated that the insulin pump was not holding a charge. They stated that the red light came in, it was completely shutdown, tried several batteries and now working. The customer stated the display was not blank less than 30 seconds and did not return. Customer stated battery compartment was neither damaged nor corroded. They also mentioned that the insulin pump had post-reset ram crc alarm which they were able to clear and also able to rewind the insulin pump. The insulin pump will not be returned for analysis.